Event description:
Caller reported that her husband (customer) received a reading of 353 mg/dl on (B)(6) 2012 at 6:30 pm on his adc blood glucose meter, which was higher than he felt. She further reported that due to this, he experienced an unspecified injury. Caller disconnected the call before any additional information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4)

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Multiple, unsuccessful, attempts to contact this customer have been made to gather additional information.